Event description:
The pump was returned for investigation. Investigation revealed the display screen is dim and pink and there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection confirmed keypad button cover is intact to the base with no evidence of peeling or torn. Testing confirmed the up and contrast keypad buttons are intermittently unresponsive and the ok and down keypad buttons are responsive. Removed keypad cover to check the condition of all key contacts, contamination is visible under all of key contacts. There is a cracked at the top of battery compartment. A dim pink display screen is found. Open the pump cover to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. (B)(6).